Manufacturer narrative:
Explanted date: the date the device was explanted is unknown. Initial reporter occupation: lead rt. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device involved was deployed the patient developed an immediate hematoma and had to be sent to computerized tomography (CT) for retroperitoneal (rp) bleed. Additional information was received on (B)(6) 2022: the procedure performed prior to using the closure device was a diagnostic catheterization using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient was stable. The procedure was completed successfully; however, the angio seal device did not work correctly.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened. As a result, the complaint was able to be confirmed for a potential device misuse. The exact root cause was unable to be determined. The likely cause was determined to have been a high stick or posterior wall puncture resulting in an rp bleed. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).